Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during the stenting treatment procedure, stent damage occurred. The 70-80% stenosed target lesion was located in the circumflex (cx) artery. The lesion was predilated with a non-bsc balloon then the 24x2.25mm promus element stent delivery system (sds) was advanced but could not cross the target lesion. The device was removed and a stent strut was damaged. The procedure was completed with an 18x2.25mm non-bsc device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.